Event description:
Pt with known renal disease and history of dialysis was taken to radiology for an interventional insertion of an arrow tunnel catheter. Catheter was inserted on left internal jugular site. Pt was taken to dialysis at 1530. Bloody drainage noted from the left jugular insertion site on arrival to the dialysis unit. Pressure applied to the site continuously. Pt was hypotensive. Pt's condition continued to deteriorate. Pt passed at 18:36. Pt/family did not wish resuscitation measures to be taken.